Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. Upon conclusion of the investigation, the cause of the reported problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) cassette was reported to be available for evaluation. Should the device be received or additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on a homechoice (hc) device during dwell 3 of 4 of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of the alarm. Nothing unusual was noted during troubleshooting for the alarm. A technical service representative (tsr) instructed the hp to complete therapy using new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.